Event description:
The customer reported that the sys would not boot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation power switch and smart switch were evaluated and replaced. The system was tested and found to be working as intended and returned to service.